Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the 30-degree endoscope base rotated unintentionally when it was installed on universal surgical manipulator (usm) 2. The customer reseated the endoscope on usm 2, but the issue was not resolved. The tse had the customer remove the endoscope and then press the instrument clutch, which resolved the issue. The tse explained that the guide tool change (gtc) could have worked at that time. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient injury.

Event description:
Refer to h11 for follow-up information.